Manufacturer narrative:
Follow-up #1: date of submission, 08/17/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/08/2015 with the following findings: a test battery cap was used for investigation since the battery cap was not returned. The display screen was found to be faint with a red tint. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.